Event description:
The customer reported that this right ventricular (rv) lead was surgically abandoned (capped) due to high thresholds (measurements not given to customer) and loss of capture. The pt had presented with shortness of breath which resulted in an investigation of this lead. No further pt effects as a results. A previously capped rate/sense lead was reinstated for this function. The lead was implanted for approx 11 yrs, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.